Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred. The greater than 80% stenosed target lesion was located in the non-tortuous and severely calcified, mid right coronary artery (rca). Without predilating, a 3.0x20mm taxus liberte stent delivery system (sds) was advanced, but could not cross the lesion because of calcified plaque. The physician removed the sds and advanced a 2.5x20mm non-bsc balloon catheter to dilate the lesion. The balloon was inflated twice to 18 atms for 20 seconds. Although the stenosis was reduced to 50% when the taxus liberte sds was readvanced, it was still unable to cross the calcified plaque. The physician removed the device and outside the pt, it was noted that the stent was not on the delivery balloon. Angiography revealed that the stent was in the ostial of the rca. No attempts were made to remove the stent. Post procedure, the pt was treated with nitroglycerine for angina pectoris and st evaluation. The physician noted that the pt's current condition is stable and asymptomatic. The pt will be closely monitored and evaluated by a cardiovascular surgeon.